Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the she had blood glucose reading of 42 mg/dl. Customer ate and went to bed at blood glucose reading at 115 mg/dl and woke up with blood glucose reading at 235 mg/dl. Customer stated gave insulin and blood glucose reading was 294 mg/dl. Customer refused troubleshooting stated wanted to get her supplies since she is not home. Advised customer will email territory manager for assistance. No further information provided.